Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). Consequently, the patient underwent surgical intervention wherein the penta lead was explanted and replaced. Effective therapy was resumed post procedure. Device information for the lead is unknown at this time.